Event description:
The customer reported that the sys would not fluoro. This resulted in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer refuse svc. No conclusion can be drawn as repair info was not reported.